Manufacturer narrative:
(B)(4). Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and slightly damaged keypad overlay texture.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that there was a piece where the infusion set goes in. The customer stated she noticed a piece of plastic has broken off the reservoir compartment of her sons pump. The customer stated that the top portion was loose but states the reservoir seems to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.